Event description:
It was reported the patient received an inappropriate shock due to t-wave oversensing (twos) on the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d154vrc implantable cardioverter defibrillator, implanted: (B)(6) 2007. (B)(4).